Manufacturer narrative:
The ventilator was being set up for patient use.

Event description:
It was reported the ventilator would not turn on. The ventilator was being set up for patient use. The field service engineer (fse) checked and confirmed the power cord worked, tested electromagnetic interference which was good, and tested the power supply output which did not provide voltage out. The fse replaced the power supply and the issue was resolved.